Manufacturer narrative:
Additional information: patient weight, and ethnicity and race: asku. Date implanted: not applicable as the iol was removed in the initial surgery. Date explanted: not applicable as the iol was removed in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded intraocular lens (iol) was inserted and removed from the patient¿s ocular sinister (left eye) due to posterior capsular rupture during irrigation and aspiration (I&a) after iol implantation. Vitrectomy was performed. No further information was provided.